Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported one ep 1-piece healing abutment was returned for investigation. Visual inspection of the as returned abutment identified that the device was fractured. Functional testing could not be performed since the device was fractured. The device had been placed on tooth # 18 for approximately 1 month when the incident occurred. DHR review could not be performed since the lot number associated to the device was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (tha64) was performed for similar events and no complaint about nonconforming products was identified. Complainant reported a fractured abutment. The abutment was returned and the reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes . H10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Address unknown / not provided.

Event description:
It was reported that the healing abutment fracture during placement at 20ncm torque.